Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: what were the indications for surgery? Dysphagia food trapping in diverticulum. Were the forces to close or fire higher than expected? Did not notice anything unusual. Felt he exposed the area easily, appeared straight forward. Were there any difficulties experienced with the use of the device during the initial procedure? Did not feel there were any. He flipped the device over and placed the anvil in the diverticulum and the cartridge side in the esophagus, closed and fired the device. During initial procedure, was a clinically acceptable b-form staple observed? He did not review the staple line to see any malformed staples. Was a leak test performed during initial procedure? If so, what technique was used? No leak test, never performs a leak test for this procedure. During reoperation, were any staples observed at operative site? Did not see staples at first, then noted that he saw two staples at the distal end of the lumen. How was issue addressed? EKG, chest x-ray, gastrograph, CT scan without contrast. Pneumomediastinum with no staple line present. 2.5 cm clean cut incision was found, pt brought back to surgery to repair the defect. No staples found and irrigated the mediastinum. What is the current patient status? (B)(6) pt has recovered and is on a purée diet. Additional information received: the procedure was a transoral zenker's of a pouch in the esophagus. No difficulties were noted with the device during the original procedure to treat zenker¿s diverticulum and therefore, no device was saved. The customer stated it¿s her understanding the surgeon did see some staples at reoperation but his observation was that most of the staple line was missing at that time. She did not have any explanation as to why that observation was not made during the initial operation unless, of course, the staple line was initially present as one would expect since the surgeon completed the case and no difficulties or unexpected observations were made at that time.

Event description:
It was reported that after an esophagus procedure the patient was suffering chest pains while in recovery. The patient was found to have a 2mm clean cut in the esophagus with no staple line. No staples were found in x-ray. It is unknown how the procedure was completed to close the hole during re-operation.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 2/22/2018. Additional information received. The risk manager at account indicated the patient is doing very well at this time. There is no further information available.